Event description:
Problem: during a lithotripsy procedure in the main o.r., the probes started sparking inside the patient. The lithotripter was identified as mfg. By r. Wolf, model 2137. The users were not certain whether this occurrence was the result of a malfunction in the equipment , which includes the 9 fr probe, or a result of the users technique. Biomedical engineering could not detect a fault, so the manufacturer was contacted. They advised us to send it to them for evaluation, which we did. (RMA # 06994)the patient was not harmed.